Manufacturer narrative:
Concomitant medical product: 5076 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils of the rv lead triggered warnings for high impedance. A fracture was suspected, and rising thresholds were observed. The lead was capped, abandoned, and replaced. No patient complications have been reported as a result of this event.